Event description:
It was reported that during installation, the ventilator generated technical error codes for internal memory error, depleted memory backup battery and missing sw option data. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that, during installation, the ventilator permanently generated technical error codes for internal memory error, depleted memory backup battery and missing software option data. This was an installation failure without patient involvement. After the control printed circuit board (pcb) was replaced, the ventilator worked as it should. The visual inspection of the returned control pcb showed no anomalies. When the control pcb was installed in the reference ventilator, all reported technical error codes were confirmed. It was not possible to start ventilation. The problem was permanent, also after a software reinstallation. The backup battery was found functional. The conclusion is that there was a hardware problem with the control pcb. The root cause was not determined but is considered to be a random component failure.